Event description:
It was reported that high capture threshold, and a decrease in sensing amplitude were observed. It was noted that the patient had open heart surgery shortly after implant, and it was suspected that the lead might have dislodged. A chest x-ray was planned. The patient was feeling fine.

Event description:
New information received indicated that the lead was explanted and replaced. There were no signs of dislodgement. The patient condition is good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.